Event description:
It was reported that the quick bolus button was not functioning as intended. Customer's blood glucose level was 78mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.